Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter, product ID: 8709, lot#: j0039995r, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 31-mar-2016, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 31-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (12 mg/ml at 2.2 mg/day) and clonidine (900 mcg/ml at 165 mcg/day) via an implanted pump. The patient¿s medical history was noted to be various allergies to medications and tapes. It was reported that on an unknown date the patient developed an infection at the catheter and possibly tracking to the pocket. On (B)(6) 2020 the patient was taken to surgery. During the procedure, the pump was replaced. The location of the new pump was moved from the patient¿s breast to her back; a portion of the existing catheter was removed; and a new sutureless connector was added and connected to the remaining existing catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿normal use¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive, no injury¿. No further complications were reported/anticipated.